Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 14 atm's on the seventh inflation and dye extrusion was noted. (The number of atm's reached on the initial six inflations is unk). The pt was asymptomatic during this event. The lesion being treated was a calcified and 90% stenotic lesion in the mid lad coronary artery. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as "good".